Event description:
It was reported that stopper issues were found during use with bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter. "Hemoguard corks that lie crooked on the tube. The tubes cannot be inserted in the pre-module for centrifugation and pipetting or on analytical instruments. We have had several cases where the cork falls off the tube when the tube is emptied into the "bulk" on the premodul. This leads to blood spills and loss of sample material." 60 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for bowed tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: . Medical device lot #: 9030824. Medical device expiration date: 2020-08-31. Device manufacture date: 2019-01-30. Medical device lot #: 9301133. Medical device expiration date: 2021-04-30. Device manufacture date: 2019-10-28. Medical device lot #: 9154783. Medical device expiration date: 2020-12-31. Device manufacture date: 2019-06-03. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper issues were found during use with bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "hemoguard corks that lie crooked on the tube. The tubes cannot be inserted in the pre-module for centrifugation and pipetting or on analytical instruments. We have had several cases where the cork falls off the tube when the tube is emptied into the "bulk" on the premodul. This leads to blood spills and loss of sample material." 60 occurrences were reported.